Event description:
It was reported that a patient underwent a thoracoscopic resection of the left upper lobe and lingual segment of the lung procedure on (B)(6) 2023 and barbed suture was used. During the procedure, the suture was unable to fix the tissue during the surgery. The doctor found that there was a lack of blocking film at the tail end. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: when was the fixation tab (blocking film at the tail end)detached (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - were there any patient consequences? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.